Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that 2 or 3 months ago, the ins pocket area was hot to the touch, and red. This prompted the patient to go to the hospital. The patient reported an "overheating". Patient recharged in the morning (1 hour to 1.5 hours in duration) and after the event, the ins was hot to the touch. It was reported the patient went to the hospital in the evening and attempted to reach someone at mdt, but nobody answered. The patient, while in the hospital increased the intensity on his ins briefly (above the normal 12-15ma he typically uses), and then reduced the intensity to about 11ma and reducing intensity allowed the ins to cool down enough where he could go home. The manufacturer representative (rep) will follow-up with the managing healthcare provider on this issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the implantable neurostimulator overheating was not identified. The patient was educated on (B)(6) 2021. There were no further actions planned to resolve the heating issue.